Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated insulin pump had motor error alarm. Troubleshooting was performed. Customer reported insulin pump`s drive support cap was flush. Customer reported insulin pump had no delivery alarm. Troubleshooting was performed. Customer reported no delivery alarm was resolved by infusion set change. No harm requiring medical intervention was reported. The device will be returned for analysis.